Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the perimeter derived was about 22 .9mm. The delivery catheter system (dcs) passed through the anatomy without major problems. Cusp-overlap technique (cot) was used, and a pre-dilation was performed using a 20mm balloon. Lunderquist guidewire was used. On the first deployment attempt, the valve dislodged upwards and was recaptured. The same issue occurred with the second deployment attempt. Pacing was used at about 120-140 bpm during each deployment attempt. The valve was recaptured a second time and the third deployment attempt was successful, placing the valve in a good position. While evaluating the result, the patient lost blood pressure completely and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately started and an echocardiogram was performed showing massive ¿pex.¿ the pericardium was punctured and blood drained through a syringe. Heparin was reversed by protamine. CPR was ongoing for about 10 minutes when the physician decided to stop the CPR and made the decision to not attempt open surgery due to the massive bleeding with no chance to save the patient. The patient passed away. Per the physician, the bleeding was probably caused by a dissection or annular rupture, however an autopsy was planned to determine the cause of the bleed.

Manufacturer narrative:
Continuation of d10:  product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected field: d6a - implanted date is n/a as the delivery catheter system (dcs) is not an implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five media files and two static images were provided for review. The guidewire used for valve deployment did not appear to be well seated in the left ventricle. Control of the guidewire should be maintained throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. It was reported that the valve was recaptured twice and was deployed on the third deployment attempt. Angiograms prior to final release reveal a depth of approximately 7mm on the non-coronary cusp and 4-5mm on the left coronary cusp. There was no evidence of annular rupture or aortic dissection. It was reported the patient developed a pericardial effusion and subsequently died. The pericardial effusion could have been caused by the guidewire in the left ventricle or the temporary pacing lead. However, in this case, it is not possible to confirm what caused the pericardial effusion reported. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). The patient¿s executive summary was not provided for anatomical review, but it is known that the perimeter derived diameter was 22.9 millimeter (mm) suggesting a 26mm valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's narrow left ventricular outflow tract (lvot) contributed to the dislodgement. The deployment starting point was low pigtail. Prior to the dislodgement, the valve was in a high position and the narrow lvot pushed the valve. The echocardiogram showing pex means that there was blood detected in the pericardium. The autopsy revealed that there was a left ventricle perforation and not a rupture. Per the physician, the guidewire caused the perforation. The patient's tortuous anatomy and being frail contributed to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.